Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was not detected on the communication bus. A field service engineer resolved the issue. No information was released on how they resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, a full-hight cubie drawer was not detected on the communication bus. The customer stated that there was a delay in dispensing medication, but the medication was taken from another nearby station. There were no adverse events or injuries reported based on this incident.